Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the daily lead trend data shows the p-wave amplitude was 1.875mv on (B)(6) 2015 and then decreased to 0.625mv on (B)(6) 2015. The most recent p-wave measurement from (B)(6) 2015 had increased to 1.75mv. (B)(4).

Event description:
It was reported that the day following the implant procedure, the patient experienced cardiac tamponade and a hemorrhage. The patient had open chest surgery to remove the cardiac tamponade and it was noted a hematoma was aspirated. After surgery, the right atrial (ra) lead exhibited undersensing of p-waves and was reprogrammed. The ra lead remains in use. No further patient complications have been reported as a result of this event.